Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is underfilling of 1 tube. No patient impact reported. The following information was provided by the initial reporter: "customer advised the bd vacutainer urine tubes from lot 2166999, expiry 2024/01/31, are not filling properly when inserted in the urine container."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 05-sep-2023. H.6. Investigation summary: material #: 364992. Lot/batch #: 2166999. Bd received 20 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is underfilling of 1 tube. No patient impact reported. The following information was provided by the initial reporter: "customer advised the bd vacutainer urine tubes from lot 2166999, expiry 2024/01/31, are not filling properly when inserted in the urine container."